Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit's display was blank and had a continuous audible alarm. Unit would not have been able to mechanically ventilate. There was no report of patient involvement.